Event description:
Information was received from the (B)(6) stating: wife called to report lvad alarms. She had gotten up and found him on the toilet making funny sounds, but unresponsive. The lvad started alarming and there was no flow. I had her hang up and call 911. When I called back the paramedics were there and he confirmed that the pump was working but had no flow. The pi was 2.6, rpm 9799. They are transporting him to (B)(6), giving him fluid bolus. Monitor reading vfib. He is intubated, with pupils fixed and dilated-pump sent to thoratec. Death: (B)(6) 2015. Additional information included: did patient experience a thrombus event (suspected or confirmed): u. Ae device malfunction: u. Patient outcome: death: yes. Device malfunction causative factor: no cause identified: yes. Primary cause of death: circulatory: sudden unexplained death. Device function normal: no. The vad coordinator reported that the pump was not sent to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 7 months. The attached user facility medwatch report was received from the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.